Manufacturer narrative:
Failure mode being evaluated for root cause. Device not returned by customer for evaluation. Device not returned by customer.

Event description:
Patient was intubated and the et tube occluded in the ER, they used the arm of the tube to prop up the circuit. A suction catheter was catching on the sides of the tube. The occlusion was outside of the patient's mouth. Patient ended up going to ICU, and the ventilator alarmed in two different alarm zones. It was apparent the patient was not getting fully ventilated. They tried to use a tube exchanger but could not. They tried to pass a suction catheter and could not, they used a bronchoscope and found the tube was occluded in the oral pharynx. They pulled the tube and intubated with another manufacturers tube. The patient was not injured.